Event description:
It was reported via interdepartmental helpline solutions tracker that customer suffered two seizures, it was not due to insulin pump but due to stress. Customer reported of having high blood glucose and changes infusion set at least once per day due to using a lot of insulin. Customer reported of going through a lot of batteries and that back light was not staying on when switching screen. Customer declined transfer to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.